Manufacturer narrative:
The lot number was not provided for this complaint. Pre-case plan and CT images/angiograms were not provided. Without the delivery system, catalog and additional information/details, no further investigation can be performed.

Event description:
"Death: on august 27, the relay plus was used for thoracic tever and successfully implanted. The patient returned to the ward about 16:00 and the patient's condition was stable. However, around 2:00 on august 28, the patient's blood pressure rose and the condition suddenly became bad. It is likely that debris released from an aortic thrombus or soft plaque proximal to the stent might have dispersed to periphery and caused multi-organ infarction, which resulted in multiple organ failure. The physician said that there was no causal relationship between the relay plus and this event." Patient outcome: "the patient died from multiple organ failure."